Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional initially reported no complaint against right device, then years later reported right deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken, crease fold, wear abrasion and missing leak test was performed and found opening on anterior and posterior . A microscopic analysis was performed which identify striated broken in the posterior and crease sharp opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. Broken. A crease sharp opening on anterior assessed to a fold flaw opening. No penetrating nick ( stress marks ). Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional initially reported no complaint against right device, then years later reported right deflation. Device has been explanted and replaced.